Event description:
It was reported that during preparation for a water vapor therapy procedure, error 450 was received stating the device needs to be replaced/serviced due to an error code. The patient had been sedated at the time. The event occurred outside the patient and the procedure was not completed. This event is being reported for procedure aborted.

Manufacturer narrative:
Additional information received provided in: b3 date of event, b5 describe event or problem, d9 device available for evaluation, d9 device returned to manufacturer date, h3 device evaluated by manufacturer, h3 device not evaluated by manufacturer code, h6 impact codes, and h6 device codes.

Manufacturer narrative:
Investigation summary: with the available information boston scientific was unable to replicate the reported event. However, based on the error log confirming that error code 241 occurred, the event is confirmed. Occurrence of error 241 could also contribute to the reported error 450 encountered by the user. The generator insert panel and screws were replaced and updates administered thus resolving the reported error. Therefore, it can be concluded that the insert panel and screws most likely contributed to the event. Device history record (DHR) review: the laser console was installed on 21may2021 and was found to be fully functional. Device technical analysis: the rezum generator was returned and thoroughly analyzed. The service department was unable to replicate the fault conditions reported. No error codes appeared during the incoming functional testing. The generator passed the post (power on self-test). The syringe and delivery device were connected with no issues. The generator primed and flushed as per specifications. The service department reviewed the error logs and found error 241 (pressure value above 3102 mmhg during vapor generation or above 800 mmhg when priming initiated) error was received. The generator was repaired and additional upgrades were made to the generator. The insert panel in the syringe pump assembly was replaced. Securing screws torque value was increased and loctite was applied. Additional tests were performed to verify the cradle was not too tight. The rest of the generator was in overall good physical condition and passed full functional testing. Labeling review: based on the information provided, there was no evidence that the generator was used in a manner inconsistent with the labeling. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a water vapor therapy procedure, error 450 was received stating the device needs to be replaced/serviced due to an error code. The patient had been sedated at the time. The event occurred outside the patient and the procedure was not completed. This event is being reported for procedure aborted.

Event description:
It was reported that during a water vapor therapy procedure, the generator displayed an error code. It occurred outside the patient and the patient was present. The procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.